Event description:
Catheter was inserted into patient's saphenous vein in 2005 and indwelling for 21 days prior to the incident. The nurse found the catheter broken under the drape about 4 weeks later. The line was secured well under the dressing, resulting in no surgical intervention. Antibiotics had been infused through the line at a frequency of every 12 hours, using a pump. The line was flushed with a 10 cc syringe for patency and then followed with normal saline flush after infusion. Every six hours heparin was administered through the line. No extended hospital stay was necessary as a result of this incident.